Event description:
Customer reported three samples with previously identified antibodies (anti-m,-e,-e) tested negative during validation of manual gel and provue. Negative reactions were observed in provue, weak - 1 (+) reactions were observed in manual gel. No death or serious injury is associated with this event.